Event description:
It was reported that during a transcatheter heart valve procedure, the valve was successfully deployed on the first deployment attempt at a depth of 3 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) nose cone was centralized but during dcs removal, the nose cone caught onto the valve paddle dislodging the valve up towards the ascending aorta. Due to the patient¿s heavily calcified aorta and tight arch angle, a snare was not used. There was concern of creating a tube graft with implantation of a second evolut valve, therefore a non-medtronic (edwards sapien) second transcatheter valve was implanted. Additional information was received that a non-medtronic (safari extra small) guidewire was used for the procedure. The first valve was being implanted in the native annulus. Slow and controlled deployment was performed, and the dcs was not twisted ortorqued during deployment.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID boston scientific safari extra small guidewire (lot: unknown); product type: guidewire. Updated: b5, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was successfully deployed on the first deployment attempt at a depth of 3 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) nose cone was centralized but during dcs removal, the nose cone caught onto the valve paddle dislodging the valve up towards the ascending aorta. Due to the patient¿s heavily calcified aorta and tight arch angle, a snare was not used. There was concern of creating a tube graft with implantation of a second evolut valve, therefore a non-medtronic (edwards sapien) second transcatheter valve was implanted.